Manufacturer narrative:
This case did not involve a product malfunction, no further investigation of the product is required. This is a final report. Note: the device manufacture date is unknown.

Event description:
A customer reported he has "incorrect test strip for his omnipod meter" and on (B)(6) 2011 he tested his blood at 2:30 am, received a reading of 238 mg/dl and at 6:30 am woke up with paramedics surrounding him. The paramedics treated customer with 50% dextrose via intravenous infusion and transported to a hospital where he was diagnosed with hypoglycemia and received additional "glucose treatment" to counteract the event. There was no report of death or permanent impairment associated with this medical event.